Event description:
Boston scientific crm received information that the guidewire broke in half. A snare was used to remove the guidewire. No adverse patient effects were noted as they were gaining access through the groin.

Manufacturer narrative:
Pending the return and completion of lab analysis, this section will be updated appropriately.